Manufacturer narrative:
The curewrap involved in the incident was discarded at the hospital and was therefore not available for investigation. The user facility was unable to provide the associated lot number. Without the ability to investigate the wrap, a root cause of the reported leak cannot be established. In the event of water leaks, the troubleshooting guide in the operator's manual provides possible problems and recommended operator actions. All curewraps are 100% leak tested by the manufacturer prior to release for shipment. No patient injury was reported. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that the infant curewrap was leaking.